Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A090501: users had to reboot it twice until the x-rays task were done a1502, a150204: system had to be recalibrated to be able to close it and dock it d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01605, software version #: 4.1.0 f1908: delay of less than one hour f26: no patient impact g2: this event occurred in spain, see section e. H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that when booting the system, the users had to reboot it twice until the x-rays task were done. Moreover, at the end of the surgery, some system movements did not work properly and the system had to be recalibrated to be able to close it and dock it. The patient did not suffer any impact. Additional information was received. It was reported that a deep brain stimulation (dbs) procedure was being performed at the time of the event. There was a delay to the procedure of a few minutes.